Event description:
Pir - hold button not responding. Hold button has to be mashed really hard to get it to work. Pt was receiving an IV, nurse went to put pump on hold and button wouldn't work, they filed an incident report. No further info available at this time.

Manufacturer narrative:
The eval is on-going. A f/u report will be initiated after the completion of the eval.